Event description:
It was reported to boston scientific corporation that during a procedure using a capio slim suture capturing device, the device malfunctioned (specifics unknown). All other information is unknown and reportedly unavailable.